Event description:
It was reported that the patient underwent a colorectal carcinoma excision on (B)(6) 2012 and suture was used. The needle tip was broken during use. The needle pieces were removed during the same procedure with no adverse patient consequence. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle exhibited amounts of intergranular and possibly some transgranular failure.